Event description:
Reportedly, the touch screen was not functional after the ventilator was powered on. The screen was frozen. Restarting the ventilator resolved the screen issue. There was no pt involvement in this case.